Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was not confirmed. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during surgery on an unknown date, the anchor pulled out when the surgeon tensioned the suture. Surgery was successfully completed with another device. No adverse events have been reported as a result of the malfunction.